Event description:
It was reported that a renasys pump was applied to a foam dressing, after around 20 hours the alarm showed "battery low" even though it was plugged in. Then it showed "ex low battery recharge immediately". The device would not charge.

Manufacturer narrative:
.